Event description:
Patient with chronic diastolic congestive heart failure. She presents with congestive heart failure nyha class iii and ef 55%. The etiology of the mitral valve disease was prosthetic dysfunction. Associated comorbidities include: renal failure (last creatinine level - 9.3 on dialysis) and hypertension. Tte revealed severe dysfunction of the mitral valve replacement with restricted movement of 2/3 leaflets and severe mitral regurgitation (pressure gradient across mv 22, now 19). Tte also shows e/o tissue overgrowth vs retained valve tissue vs clot, not improved on heparin drip on repeat echo. No evidence of hypercoagulable state per heme.